Event description:
A caller reported that a mobile app crashed while they were loading a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Despite initial difficulties with re-pairing, technical support instructed the caller to uninstall the app, remove the pump from the bluetooth menu, and reinstall the app. These steps successfully resolved the issue, and the pump was paired with the mobile app, requiring no further assistance.